Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing pain at the scs ipg site. The patient's physician stated the patient's ipg has moved slightly based on x-ray taken. The next course of action was undetermined at this time.